Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) found that the probe on the cell's wash station was clogged. The fse unclogged the probe, adjusted the drain pipes, decontaminated and adjusted the reagent and sample tip tubing, checked the cuvette rinse station levels, gear pump, and loaded a new reagent cassette. Following these actions, the customer confirmed the absence of any new discrepant results, and the qc results were acceptable. The cause was traced to a component failure resulting from a clogged probe in the cell's wash station. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable magnesium gen.2 results for multiple patient samples tested on a cobas c 503 analytical unit. The following results were provided: sample 1: the initial result was 1.35 mmol/l. The repeat results were 0.78 mmol/l and 0.78 mmol/l. Sample 2: the initial result was 1.32 mmol/l. The repeat results were 0.74 mmol/l and 0.73 mmol/l. Sample 3: the initial result was 1.52 mmol/l. The repeat results were 0.95 mmol/l and 0.94 mmol/l.